Event description:
It was reported that a technician sustained a muscular tear when attempting to remove a paddle from the compression tray. The technician reportedly received anti-inflammatory medication for pain and took one week off work according to medical recommendation. No immobilization or surgical intervention was required. There is no allegation of failure or equipment malfunction. The technician was reportedly not familiar with how to plug and unplug the paddles. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be sent once investigation results are available.